Manufacturer narrative:
The css console was evaluated onsite by a member of syncardia clinical support, who performed a successful console checkout without having to make any adjustments. The reported performance of the console computer poses no risk to the patient because it does not negate the ability of the console to continue to perform its life-sustaining functions. In addition, the computer does not control the functionality of the console and is a monitoring device only. Syncardia is closing this file.

Event description:
Console computer screen refresh was observed to be slower than is stated in the css console user's manual while supporting a patient. There was no patient impact. Information reported by the hospital indicates that the device performance is a result of conditions specific to this patient that resulted in an unusually large number of alarms in a very short period of time, causing the screen refresh to respond more slowly than is typical. All data were recorded as intended, but the screen refresh was delayed because of the high number of alarms. Accurate monitoring information was displayed when the screen display refreshed.